Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred. Troubleshooting was performed and an o-ring was found on the pneumatic tap. A new cartridge was loaded on to the pump and a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customer¿s blood glucose level was 250mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.